Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/13/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. The lens was cleaned, presenting with no other issues. Conclusion: the complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction.. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens was explanted. The lens was explanted and replaced with a zlu225 22.0 lens in a secondary procedure. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.